Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products that used in this study: carto merge. Other companies devices that used in this study: libero, ultimum agilis, esophastar, delta ohm. Manufacturer's ref. No: (B)(4). The device is not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that 217 patients underwent a box isolation of nonparoxysmal af between october 2011 and september 2014. Among them, 1 patient had congestive heart failure in the pbi group. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿is it necessary to achieve a complete box isolation in the case of frequent esophageal temperature rises? Feasibility of shifting to a partial box isolation strategy for patients with non-paroxysmal atrial fibrillation.¿ the aim of this study was to evaluate the feasibility of this pbi strategy in cases with frequent let rises and non-paf. Suspect device is a navistar thermocool, however catalog and lot number is unknown.